Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and a review of the device memory confirmed that a charge time exceeded, code 1007, was recorded. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded code 1007, message indicator that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. This device battery became depleted. The patient got shocked appropriately several times the day prior. Technical services reviewed this case and stated that it appears that the battery depletion was caused by multiple charges/shock attempts, this case fits a pattern of increasing charge times as the battery reached the end of its useful capacity. No lead issues were found. This device was eventually explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded code 1007, message indicator that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. This device battery became depleted. The patient got shocked appropriately several times the day prior. Technical services reviewed this case and stated that it appears that the battery depletion was caused by multiple charges/shock attempts, this case fits a pattern of increasing charge times as the battery reached the end of its useful capacity. No lead issues were found. This device was eventually explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.